Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Additional observations: brown particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade iii, swelling, pain. 2 small previously known fibroadenomas on the right.diagnosed via imaging. This record relates to the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued: h6- f1905. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade iii, swelling, pain. 2 small previously known fibroadenomas on the right. Diagnosed via imaging. This record relates to the right side. Device has been explanted and replaced.